Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the pump alarmed for a loss of prime requiring a full rewind, load, and prime indicating that the pump may have had a power interruption. The patient confirmed that there was no damage identified to the battery compartment or cap. The patient confirmed that the cap tighten securely with no yellow o-ring visible.